Event description:
It was reported that the 9600 system had no fluoro image and a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.